Event description:
Patient reported experiencing elevated blood glucose (200 -> 600 mg/dl, normally 80 - 150 mg/dl), for the past week. They indicated that they have attempted to self-treat high blood glucose by changing their infusion site, and delivering additonal boluses; however, elevated blood glucose persists. Pt stated that the device was not generated any error messages.